Event description:
It was reported to philips that the device pacing test is not passed. There was no patient involvement.

Manufacturer narrative:
Reporting institution name: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).